Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that post-operatively the patient presented with endophthalmitis. The healthcare facility is reported to use reusable instruments expect for disposals like cannulas, phaco tips , ovd etc. The surgery is reported as being uncomplicated. The standard post-operative treatment course employed by the healthcare facility is that all patients get antibiotics, steroids , and nsaids for 4 weeks starting 3 days pre-op . They start at qid week 1 and taper down each week to qd at week 4. ( qid , tid , bid and qd). They use bromofenac ( nsaid) prednisone ( steroid) and moxifloxacin as the antibiotic and all these evidently are in one drop regimens. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. A rayner microbiological cause for the onset of post-operative endophthalmitis is therefore very unlikely. Published literature identifies a number of pre-operative risk factors including; diabetes mellitus, immune compromise/hiv, chronic blepharitis, infection of the lacrimal drainage system, contaminated eye drops, contact lens wear and contralateral ocular prosthesis. There is insufficient information available currently to establish the root cause of the onset of endophthalmitis. Rayner is following up via its representatives in the USA to obtain additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2023, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient presented with endophthalmitis.